Event description:
In the past 5 yrs rptr has had extreme pain in joints. She is having bilateral breast pain radiating into arms. She's very sensitive to touch. She has had the implants since 1984. One breast (rt) has decreased in size quite a lot. She has loss of grip strength in both hands.